Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded there was restenosis within two absorb scaffolds approximately 28 months post implant. The reported patient effect of restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Updated case details: it was reported that the patient presented with stress angina. The procedure on (B)(6) 2014 was to treat a lesion located in the left anterior descending (lad) artery with 80% stenosis. Vessel sizing was performed visually with the vessel diameter determined to be greater than 2.5mm. Predilatation was performed with a 2.5x15mm balloon catheter with the residual stenosis reduced to less than 40%. Two absorbs (3.0x23, 3.0x8) were implanted. Post-dilatation was performed. No imaging was performed to confirm that the scaffolds were fully apposed to the vessel wall. The final angiographic residual stenosis was reduced to less than 10%. On (B)(6) 2017, the patient returned with in-scaffold restenosis which was treated with the implantation of two xience. The final patient outcome was good. The patient was confirmed to have been compliant in following the dual antiplatelet drug therapy (dapt) after the procedure which consisted of aspirin and plavix for 1 year. The dapt was stopped on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant has been estimated. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional absorb device referenced is being filed under separate medwatch report. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure in 2015 was to treat a lesion located in the left anterior descending (lad) artery. Two 28mm absorbs were implanted. On (B)(6) 2017, the patient returned with in-scaffold restenosis which was treated with the implantation of two xience. The final patient outcome was good. No additional information was provided.